Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: "the stopper was sticky, and when being decapped by the analyzer, the stopper was adhering to the arm, resulting in an instrumental error."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd received five (5) samples and three (3) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sticky stoppers with the incident lot was not observed. Additionally, the customer samples were evaluated by performing a feel comparison test to five (5) stoppers with the same lubricant and the indicated failure mode for sticky stoppers with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of sticky stoppers. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: "the stopper was sticky, and when being decapped by the analyzer, the stopper was adhering to the arm, resulting in an instrumental error."